Event description:
It was reported that the patient was experiencing worsening pain that was impacting the activity level. It was also stated that the patient had inadequate pain relief which was resolved by reprogramming. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.